Manufacturer narrative:
The device remains implanted and the lot numbers are not known at this time. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Spinal motion is developing an artificial disc and using charite as a control in their clinical eval. Spinal motion reported that during distraction, the anterior-inferior lip of the l5 endplate broke off. The charite was placed when the distraction was completed. The surgeon was not satisfied with the post operative view of the implanted device and returned her to the operating room the next day to change out the core. The 6-week visit the lumbar x-rays demonstrated that the charite disc had moved anteriorly 3 mm. Device remains implanted.